Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 122 mg/dl. The customer stated that there is no sign of damage to the pump. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer will purchase correct batteries, inspect and clean cap. The customer will call back if further assistance is needed.